Event description:
As reported by the user facility: customer reported that they have a transfer set that had a black smudge inside the main part of the macro tubing near the strain relief bar. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample with packaging was returned for evaluation. The returned sample was subject to a visual inspection with failing results. Based on the evaluation results, it was noted macro valve 6 has a non-moveable embedded particulate. The sample was then tested. The embedded particulate found on macro valve 6 was found to be within specification with the correlation of 0.05084 this finding is less than the acceptance of less than 0.8000. The contamination was ftir tested to determine the possible composition of the material. This test was inconclusive in determining the composition of the material. Although the foreign material was confirmed no exact root cause could be determined at this time. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Additionally, retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.